Event description:
It was reported that the healthcare provider (hcp) received an "interrogation failure" with code 7eae7ead or 7eae7e4d, while trying to interrogate an implantable neurostimulator (ins) today with their tablet. They restarted the tablet and was able to interrogate the ins without issue and all programming was retained. It was unknown which model ins the patient had (likely activa) but it was close to end of service (eos). It was also confirmed that the patient has been having trouble connecting to ins as well. The issue was resolved. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.